Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified procedure, the pulse generator exhibited an electrocardiogram anomaly and intermittent loss of output. The device was reprogrammed and no adverse events occurred to the patient. The patient would be monitored.